Manufacturer narrative:
Correction information has been provided in d.4. Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the investigation site for evaluation for the report of defective delivery system; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a group meeting that one of his patients developed endophthalmitis after the third postoperative day. At the 24 hour follow-up, he was in perfect condition. The patient would have been taken in time to treat endophthalmitis. No other information available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).